Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) of 597 mg/dl. Suspected cause was customer consumed breakfast and did not have the control iq feature turned on. Elevated bg was addressed via a manual injection.